Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ivs (intravenous) disconnected from the tubing at the hub of an unspecified quantity of access sets. This was identified during contrast infusion in radiology. There was no report of patient injury or medical intervention associated with this event. No additional information is available.